Manufacturer narrative:
(Stent, failed to expand). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device remains implanted and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.

Event description:
Note: the date of event is unk. It was reported to boston scientific corp that a wallflex enteral duodenal stent was used during an egd (esophagogastroduodenoscopy) with stent displacement procedure in the duodenal tumor area performed on an unk date. According to the complainant, the stent failed to fully expand, even days after the procedure. Unsuccessful dilation was performed in an attempt to expand the stent. The pt has a gastric outlet obstruction, so surgery is planned to perform a bypass and remove the stent. The pt's condition at the conclusion of the procedure was reported to be "stable".